Manufacturer narrative:
Additional information: the reported field event of the lv lead could not be inserted into the lv port of the device was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the device implant procedure, the left ventricular (lv) lead could not be connected to the device lv port. Multiple attempts were made but were not successful. The device was not implanted and was replaced. The patient was stable.